Manufacturer narrative:
The device is not available for investigation. No serial number has been identified, therefore the alarm log/history is unable to be reviewed.

Event description:
The event occurred on an unknown date in (B)(6) 2020 and involved a plum 360 pump with unknown serial number and an unspecified tubing set. The nurse was changing the bags and rather than stopping the first pump to reprogram the changed bag mg/ml, she setup a second pump with the new bag/tubing. In the process of switching over, she turned off the first pump and went to start the second pump. It alarmed and when she tried troubleshooting all the programming was lost when she opened the lever for the door. She reprogrammed the pump and then had air in line alarms. During this time, the patient was not receiving the pressor and the blood pressure dropped to 50 and the patient lost his pulse. A code blue was called and the patient was revived. Prior to the event, the patient was intubated and sedated. The patient¿s diagnosis was urosepsis and a liver mass. He was on 4.3mcg/kg/min of neosynephrine. The concentration of neosynephrine was originally 50mg/250ml but was being changed to 100mg/250ml. The delay in therapy was less than 3 minutes. The pump audibly alarmed for air in line and displayed an unspecified error message. The customer reported there was no visible air in the tubing. There were no obvious defects noted with the tubing. The customer is unsure if the issue came from the pump or the tubing set or both. The customer does not have the list or lot number of the tubing set nor the serial number of the pump. They are unsure of the programming parameters and the air sensitivity of the pump. The pump was not tested at the user facility, and they are not able to get into the alarm log/history for further information on the alarm.